Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this cart had a melted power inlet module and power cord and would not turn on after surgery. There was evidence of char/burn on the power inlet module and the power cord, however, there was no smoke seen. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the module was melted and damaged, the power cord was burned and damaged and the cart would not turn on. The power inlet module and power cord were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.